Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the cable unit was deteriorated (resulting in abnormal appearance of the cable sheath) and the electrical contact was detached. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues were found. Olympus will continue to monitor the field performance of this device. This report will be supplemented if additional information becomes available at a later date.

Event description:
The customer reported to olympus that the cable was worn (bare) while using the camera head. There was no patient harm associated with the event.